Manufacturer narrative:
(B)(4). Insulin pump received with blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had cracked case corner of belt clip rails. The insulin pump p cap test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump got cracked at back of case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.